Event description:
A customer complaint was received (B)(4), where customer obtained different qualitative result for two different sample draw dates, on the same patient, on two separate runs. Customer was using donorscreen-hla assay lot 3000773a.

Manufacturer narrative:
Na